Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitive troponin-I, 08p13, longford manufacturing site to alinity I processing module, 03r65, irving ia/cc manufacturing site. MDR number 3016438761-2025-00113 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false positive alinity stat high sensitive troponin-I result for one patient generated on the alinity I processing module. The following data was provided: sid (B)(6) initial result = 46 ng/l repeat result = 3.8 ng/l repeat result on another module = 3.8 ng/l. No customer cutoff was provided for alinity I stat high sensitive troponin-I, therefore using the package insert overall cut off of 26.2 ng/l. There was no impact to patient management reported.

Event description:
The customer reported a false positive alinity stat high sensitive troponin-I result for one patient generated on the alinity I processing module. The following data was provided: sid (B)(6). Initial result = 46 ng/l, repeat result = 3.8 ng/l, repeat result on another module = 3.8 ng/l. No customer cutoff was provided for alinity I stat high sensitive troponin-I, therefore using the package insert overall cut off of 26.2 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.